Event description:
A parent reported that his son experienced reduced vision associated with wear of o2optix contact lenses in one eye and was diagnosed with 2 corneal ulcers, which resolved with treatment and lens wear was resumed. The treating eye care practictioner reported the patient experienced foreign body sensation, moderate pain, no discharge, 2 ulcers (<2mm), located peripherally, with mild anterior chamber reaction, left eye. No culture performed. Treatment consisted of vigamox, cyclogel & tobradex for 2 days, then vigamox & predforte for 5 days. Event resolved with scar expected an no reduction in visual acuity. No further information has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious corneal ulcer." Evaluation of returned complaint samples is underway. If any abnormality is found, a follow up report will be provided.